Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample: testing results (qc range = 2.6 - 3.2 inr): measurement 1: 2.9 inr, measurement 2: 3.0 inr, measurement 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is lay patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. On (B)(6) 2021, the patient's laboratory result was 2.6 inr at 08:38. At 07:42, the patient's meter result was 3.6 inr. On (B)(6) 2021, the patient's laboratory result was 2.7 inr at 11:00. At 08:12, the patient's meter result was 3.5 inr. On (B)(6) 2021, the patient's laboratory result was 2.7 inr at 12:47. At 15:41, the patient's meter result was 3.6 inr. On (B)(6) 2021, the patient's laboratory result was 2.6 inr at 11:25. At 15:06, the patient's meter result was 3.9 inr. On (B)(6) 2021 and at 09:37, the patient's laboratory result was 2.4 inr, and the patient's meter result was 4.0 inr. The patient's therapeutic range was 3.0- 3.5 inr.